Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the therapy tabletop was loose and moving side-to-side/right-to-left. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander associated with this issue. The fse evaluated the CT system and determined that three mounting screws at the head end of the therapy top that secures the therapy top to the couch had become loose. The fse tightened the screws to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6)-2015, the customer, (B)(6), alleged that the therapy tabletop was loose and moving side-to-side/right-to-left for bb (bigbore) oncology 728243 CT system. The system was in clinical use at the time the issue was discovered. The customer contacted the philips help desk to inform them of the issue. The philips field service engineer (fse) was dispatched to the site. The fse confirmed there was no harm to a patient, operator or bystander. The fse arrived at the customer site and evaluated the system. The fse determined that three mounting screws at the head end of the therapy top that secures the therapy top to the couch had become loose. The fse tightened the screws to resolve the issue. There was no part replacement. The fse verified the system by giving force to ensure that the system was working as expected after the service. The activities performed by the fse is documented in a service work order (swo). CT engineering determined this issue to be an acceptable risk with the following mitigations: a) couch assembly instructions explains how to align the couch. B) where therapy tabletop is installed, system does not allow usage of head holder bayonet slot. C) the documents accompanying these systems provide warning to check alignment if the top has been impacted with significant force. D) the system provides a calibration to for image rotation. E) the calibration manuals provide detailed instructions on how to perform the calibration procedure. F) the system provides a phantom to perform image rotation calibration. G) the documents accompanying these systems recommend the user to establish a quality assurance program designed to verify that the scanning and simulation processes meet the accuracy requirements, and execute the quality assurance program periodically. The fse re-secured the three mounting screws to resolve the issue. There was no part replacement. Since there was no parts replacement needed the cause of the loose mounting screw could not be determined. However, the fse informed that the mounting screws may not have been tightened during installation of the system or they might have become lose due to the force or movement of the patient on the table.